Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that an onsite field service engineer was able to get the system running. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced in the system.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the image acquisition system (ias) was showing "connected not ready." After doing several reboots with reseating the umbilical, the error would still not cease and the ias was in standalone mode. After opening the remote desktop, "xray detector = error" was shown. The system remained in "stand alone" mode after multiple reboots with and without the umbilical cable connected between the ias and mobile view station (mvs). The x-ray tube was shown as disconnected. Error logs were showing a frame grabber error. An onsite field service engineer was able to get the system running. No patient present.